Manufacturer narrative:
MDR 2432235-2023-00097 was initially submitted on 2023-05-17. A customer from outside the united states reported observation of a discordant, elevated atellica im ca 19-9 result for one patient which disagreed with alternate-method testing and diagnostic imaging. Samples from this patient produced unexpectedly high atellica im ca 19-9 results when tested in two different kit lots. It is noted that a diluted sample produced the expected result. The patient is healthy and free of MRI indications. The customer was not able to provide a list of medications/supplements the patient was taking. Siemens performed a review of reagent, instrument, and sample data. Reagent and instrument issues were ruled out as quality control (qc) results for the assay were within acceptable ranges and no issues were identified with other patient samples. Based on the available information, the cause of the discordant result is consistent with a sample-specific interferent. Return of the patient sample for further investigation is not warranted because the sample has exceeded stability specifications (stored unfrozen). The customer is operational and no further action is required. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Event description:
The customer reports observation of a discordant, elevated atellica im ca 19-9 result for one patient which disagreed with alternate-method testing and diagnostic imaging. An initial elevated atellica im ca 19-9 result was obtained and questioned by the physician. Following this initial result, the patient was subjected to magnetic-resonance imaging (MRI), which did not demonstrate any pathological findings. The patient's sample was tested by alternate methods at external sites. This testing produced lower results which were accepted as correct.

Manufacturer narrative:
A customer from outside the united states reported observation of a discordant, elevated atellica im ca 19-9 result for one patient which disagreed with alternate-method testing and diagnostic imaging. MRI and alternate-method testing indicated negative. Following these findings, additional testing was performed for purposes of troubleshooting/investigation. Another sample from this patient was drawn later and tested using the same instrument initially used. This sample produced another elevated result. This second sample was also tested using atellica ci and advia centaur xpt ca 19-9 assay at two other sites. Both tests produced elevated results similar to the initial observation. The instructions for use (IFU) for atellica im ca 19-9 states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.